Event description:
The customer reported that the reservoir leaked and he noticed the reservoir had a crack when changing. The customer reported high blood glucose levels.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.